Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a cuff leakage found on the day of use. The event occurred while in use with patient at the hospital. There was no medical intervention required. The event was resolved by replacing with a new one. There was a patient involvement but there was no patient harm reported.

Manufacturer narrative:
One used device was returned for analysis. Functional and visual testing were performed, and the reported issue could be duplicated when the device failed leak testing per wi-10-012 rev. 114. Further investigation confirmed the presence of a leak condition. However, the observed defect could not be attributed to the manufacturing process and is considered to have resulted from improper device handling outside the control of ICU medical. A review of manufacturing records confirmed that all tracheostomy devices undergo leak testing during production, and sampled devices from the lot passed quality leak testing and final functional inspection prior to packaging.